Manufacturer narrative:
(B)(4) it was reported that during a paroxysmal afib case, a pericardial effusion was noticed as the shadow of the heart appeared different than when the case first began. The pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed and approximately 200 cc were removed. The patient was reported to be stable. The physician stated that perforation probably occurred during the transseptal approach and the event was noted early in the mapping phase and no ablation occurred. Preface sheath #1 upon receipt, the sheath introducer was visually inspected and it was found in good conditions. Vessel dilator was not returned. Then per the reported event, a dimensional testing was performed over the sheath introducer and the device was within specifications. Furthermore, a microscopic analysis was carried out and no damages/defects were found. In addition, a lab sample vessel dilator was introduced through the sheath introducer and no resistance/friction was experienced. Finally a lab sample smart touch was introduced through the sheath introducer, an irrigation test was then performed and no occlusions were observed. Water was flowing normally the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Preface sheath#2 upon receipt, the sheath introducer and vessel dilator were visually inspected and both were found in good conditions. Then per the reported event, a dimensional testing was performed over the two devices and both were within specifications. Furthermore, a microscopic analysis was carried out and no damages/defects were found. In addition, the vessel dilator was introduced through the sheath introducer and no resistance/friction was experienced. Finally a lab sample smart touch was introduced through the sheath introducer, an irrigation test was then performed and no occlusions were observed. Water was flowing normally the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that during a paroxysmal afib case, a pericardial effusion was noticed as the shadow of the heart appeared different than when the case first began. The pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed and approximately 200 cc were removed. The patient was reported to be stable. The physician stated that perforation probably occurred during the transseptal approach and the event was noted early in the mapping phase and no ablation occurred.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on ((B)(4) 2014). The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The following bwi devices were in use: carto 3 (s/n: (B)(4)), stockert (s/n: (B)(4)), cool flow pump (s/n: (B)(4)), smarttouch catheter (cat #: d132705 lot #: 17028496m - being returned), lasso catheter (cat #: d134301, lot #: 17051372l), decnav (cat #: r7d282ct, lot #: 15991796m). (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer ref # (B)(4).